Event description:
It was reported by the affiliate that the (1) er320 device was used during a laparoscopic colectomy procedure. It was reported that the clip dropped and was retrieved from the pt. It was reported that "jaws looked more open than usual." The case was completed with a new instrument and there was no consequence to the pt.